Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 402 mg/dl, current blood glucose is 432 mg/dl. It also reported that the insulin pump was not working and blood glucose was almost 500 mg/dl. It also stated that drive support cap was normal. The customer treated high blood glucose with injection. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will be returned for analysis.